Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled ¿the ethylene oxide sterilised opera acetabular component demonstrates high rates of loosening and revision compared to the gamma irradiated ogee cup: a cohort study demonstrating potential shortcomings of revision-based registry data¿ written kwaku w baryeh , kate bennett, and david h sochart published by hip international on february 12, 2021 was reviewed. The articles purpose was to report the results of a consecutive series of patients who underwent total hip replacement (thr) using either a cement gii or eosi alongside a polished triple tapered cemented femoral component. 352 patients involved. 161 patients had ogee cup (gii). 161 patients had a competitor all poly cup (eosi). Competitor cement was used. All patients had a cemented c-stem ¿ competitor cement. Femoral head was either a 22mm or 26mm cobalt chromium or ceramic head. Adverse events involving depuy synthes products: 4 dislocations in the gii group - treatment ranged from a revision to non-operatively, but doesn¿t indicate treatment for depuy synthes cups. 1 patient with a periprosthetic fracture in the gii group ¿ treatment indicated orif. 2 patients with aseptic loosening in the gii group ¿ treated with revisions. 5 patients with femoral stem loosening in the eosi group ¿ treated with revisions. Cup angle was noted to be between 20 degrees to 70 degrees, but doesn¿t indicate intervention or products involved. Two radiographs indicated cup wear and osteolysis, but indicates to be eosi products.